Event description:
It was reported that an unspecified number of bd safe-clip¿ experienced a safeclip not clipping/jammed. Product defect was noted during use. The following information was provided by the initial reporter: material no. 328235 batch no. 7117526. Verbatim: consumer reported used 15 times and it jammed. Lot #: 7117526 catalog#: 328235 date of event: unknown expiration date n/a.

Manufacturer narrative:
Investigation: customer returned one (1) used bd safe-clip device from lot 7117526. Consumer reported that safe clip jammed. The returned sample was examined microscopically and the cutting hole was observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information attached (see attached file), the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1).

Manufacturer narrative:
The following information has been updated: d.4. Medical device lot #: 7117526. H.4. Device manufacture date: 2017-06-02. OEM manufacture: the manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd safe-clip¿ experienced a safeclip not clipping/jammed. Product defect was noted during use. The following information was provided by the initial reporter: material no. 328235. Verbatim: consumer reported used 15 times and it jammed. Catalog#: 328235.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd safe-clip¿ experienced a safeclip not clipping/jammed. Product defect was noted during use. The following information was provided by the initial reporter: material no. 328235 batch no. Unknown. Verbatim: consumer reported used 15 times and it jammed. Lot #: unknown. Catalog#: 328235. Date of event: unknown. Expiration date unknown.